Event description:
It was reported by the customer during routine check that the cardiosave intra-aortic balloon pump (iabp) won't turn on. The cable reel was stuck. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.